Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the astigmatism over correct by the exact number that was to have been corrected. This may or may not be due to the lens. The cause is unknown. Even when the astigmatism is corrected with an external lens, everything is a bit blurry - all distances. If she looks at a page of a book, it looks like water has dripped down the page and blurred some of the print. All distances are blurred including reading, intermediate and longer distance viewing. Additional information was received from the surgeon, who reported that he cannot explain the source of vision disturbance with the implant for the patient, the measurements for her vision were appropriate both before and after the surgery. The iol was at 91 degrees which was the indication from the calculations and post-op it remains at 91 degrees - no movement or shifting of the iol. He reported that the iol is in perfect position and there are no appearances of defects to the iol. The consumer had a - 2.5 diopter shift of cylinder post-op.

Manufacturer narrative:
(B)(4).

Event description:
Further information was provided by the surgeon that the event was resolved by exchanging the iol for a different model iol in a secondary procedure. The patient is delighted with current acuity and quality of vision.

Manufacturer narrative:
Product evaluation: the lens was returned on a piece of fibrous white material adhered in dried solution. The lens was removed from the material. Solution and fibers are attached. The optic has linear split/cracked damage observed on the posterior with additional small split/cracked areas of damage. The lens was cleaned with lphse for additional evaluation. Scratches are observed on the optic. A row of three split/cracked areas are also observed on the anterior of the optic in the central ring area. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint of "all distances are blurred including reading, intermediate and longer distance viewing". Damage was observed on the returned lens. The lens was cleaned and a lens bench evaluation was conducted. The lens optical power and resolution is acceptable; lens meets specification for focal length equaling a 21.5 diopter lens. The manufacturer internal reference number is: (B)(4).